Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that display screen was partially viewable on insulin pump. Customer reported that insulin pump fell on the ground after being assaulted, causing numbers and letters to partially show on display screen. Customer's blood glucose was 168 mg/dl. Customer was advised that insulin pump would need to be replaced.